Event description:
A clinical trial patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, his cgm had alerted him of a hypoglycemic event. An ambulance was called but the issue was resolved without medical intervention.